Manufacturer narrative:
Device evaluation summary device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle and surrounding wires were damaged. The cause of the failure is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed on the monitor receptacle while an electrode belt was attached. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had a damaged case.